Event description:
Ous MDR. After an implantation time of about 21 months, it was reported that low shock impedance values, that were around 20 ohm, had been noted via the follow-up trends for some time. During the revision op, a suspected insulation defect was observed on the lead. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient&#62688;state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis of the lead, fraying of the insulation was detected 19.5 cm distal of the is-1 connector pin, with the result that the rope conductor to the shock electrode had exited the open lumen at just that site. The coating of the rope conductor to the shock electrode was damaged at that site. The damage manifestation leads to the assumption of significant mechanical stress on the lead in the implanted state and can with high probability be regarded as the cause of the low shock impedance. The position and kind of the fraying are characteristic for the occurrence of strong pressure of the lead onto the ICD housing. The deformation of the shock coil is most likely a result of the explantation process. There were no indications of material defects or manufacturing errors.